Manufacturer narrative:
The reported events of failure to capture, r-wave amplitude variation and insulation twisted were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie down impression consistent with friction to the device can and the outer insulation was twisted adjacent to the connector boot region consistent with procedural damage. The cause of the reported events of failure to capture and r-wave amplitude variation was isolated to the exposure of the outer coil in the abrasion zone. The cause of the reported event of insulation twisted was isolated to procedural damage.

Event description:
It was reported that r wave amplitude variation and loss of capture were observed on the right ventricular (rv) lead. During revision, the insulation of the rv lead was observed to be twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that r wave amplitude variation and high capture threshold were observed on the right ventricular (rv) lead. During revision, the insulation of the rv lead was observed to be twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.